Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller was admitted into the hospital on (B)(6) 2021 with a blood glucose level of 500 mg/dl. At the hospital the patient was treated with intravenous insulin and solution. The customer remained connected to the pump while in the hospital, and blood glucose continued to elevate over 500 mg/dl. At the time of the report the customer was still in the hospital, and was using insulin pen therapy. It is unknown when the customer will be discharged.